Manufacturer narrative:
(B)(4). This report is filed on (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place as of the date of this report (B)(6) 2016.

Manufacturer narrative:
Correction: the correct catalog # and model # is 90434, not 90140 and bia300 as previously reported.